Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's implantable neurostimulator was turning off. Electromagnetic interference was suspected as the cause of the issue. There was no known related incident or accident reported. No pt symptoms or injury were reported. Additional info has been requested from the pt's healthcare provider that was not available as of the date of this report. No further details were provided related to the pt's outcome.